Manufacturer narrative:
The manufacturing facility has previously initiated a corrective and preventative action associated with the confirmed failure.

Event description:
Original analysis determined that the complaint applied to remedial action exemption. During a failure investigation in 2007, the failure of no audio was verified. The failure was isolated to the main pcb. The failure is not associated with another device. There was no patient harm reported.